Event description:
Delay of therapy during alarm condition reported. A home pt was receiving an unspecified dose of ivig via the pump and tubing. A proximal occlusion alarm was reported and occurred 3-4 times, and the pump/tubing was "fussed with" for an hour before the tubing was changed and the infusion was resumed. Pt receives coumadin, tpn, antibiotics, and other medications as IV drips. There was no pt harm reported due to the delay of therapy. Customer states that the ivig drip "can wait a day to be given, it is not a critical drug." No further info was available.